Manufacturer narrative:
(B)(4) concomitant medical products: unknown vanguard knee femoral cat#:unk, lot#: unk. Unknown vanguard knee bearing cat#:unk, lot#: unk. Reported event was confirmed by review of x-rays provided. Review of x-rays indicates radiolucency at the bone cement interface. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required as no were trends identified. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported the patient underwent a left revision procedure approximately six years post-implantation due to pain. All products were removed and replaced with competitor products.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.